Event description:
At the time of unpacking for a coronary drug eluting stenting treatment procedure, stent damage was noticed. The 3.00x20mm taxus liberte was unpacked out of the box when it was noticed that some struts were opened. This was discovered during unpacking when the stent was outside the pt. No pt complications were reported.